Event description:
Correction: the initial MDR submitted on november 03, 2023 was filed inadvertently. No explantation or serious injury has occurred.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.